Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The suction regulator was replaced, and the unit was returned to service.

Event description:
The hospital reported that the unit was unable to perform fluid suction during a case. A replacement suction source was used to complete the case. There was no report of patient injury.